Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the scroll mark was black and looks like someone scribble on the insulin pump. Customer states her doctor saw the lines and informed her to stop use of the device. Troubleshooting was performed. Customer's blood glucose was 200 mg/dl. Customer was not using recommended batteries for the device. Customer was advised to insert recommended battery; customer stated the display did not return to normal. Customer reported the insulin pump was not dropped or bumped. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.